Event description:
It was reported that the physician was concerned in general about the implantable cardioverter defibrillator rapid battery depletion history at elective replacement indicator (eri). No specific device was involved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).